Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right atrial (ra) lead exhibited noise oversensing and poor sensing. Programming changes were made. The patient was stable throughout and will continue to be monitored.